Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from brazil by our edwards lifesciences affiliate, a mitral valve in valve was to be performed with an unknown edwards transcatheter heart valve. During the procedure, there was more resistance than usual while trying to advance the commander delivery system through the 16fr esheath. Additional force was applied to advance the delivery system through the sheath. Then, there was resistance while crossing the inter-atrial septum with the delivery system. Greater force than usual was needed to advance the delivery system. The patient began to experience hemodynamic instability cardiorespiratory arrest, so the valve was deployed quickly. After valve deployment, a left ventricle perforation caused by the guidewire was found. After a few minutes of resuscitation maneuvers and pericardial drainage, vital signs were reestablished. Per medical opinion, as there was difficulty in passing the delivery system, it was necessary to force the delivery system through the septum, which led to "pushing the guide" against the wall of the left ventricle, resulting in the injury. It was attempted to withdraw the delivery system and sheath as a unit, but it was not possible. The delivery system was stuck inside the esheath, and the delivery system balloon was broken. After maneuver attempts, it was possible to remove the sheath. The delivery system was removed after the emergency control with the patient. Maneuver attempts were performed by turning the delivery system slightly from side to side, and it was able to be removed. Per images provided of the devices, the esheath liner was delaminated, and the delivery system balloon was separated. The c-marker band did not come off the esheath completely but was stuck inside the esheath. A sternotomy and sutures were done as there was difficulty to control the bleeding. The patient left the room 8 hours after the beginning of the procedure, in ECMO, vasoactive drugs, mechanical ventilation, and in very serious condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, updated h10, and corrected h6 investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: aorto-mitral angle measured 58.3 degrees. Septal puncture point distance 33.6mm. Guidewire placed through surgical valve in mitral position and at left ventricle. Septum puncture dilation with balloon catheter. Thv deployed within surgical valve in mitral position. C-marker detached from esheath. Guidewire from secondary access crossing c-marker. Guidewire and delivery system appear to be out of the sheath shaft during withdrawal. On retrieved devices from patient, esheath liner completely delaminated through entire length. C-marker non-visible. Commander delivery system's nose tip visible and stuck within the esheath liner. Balloon separated from commander delivery system. Commander delivery system spring coil stretched. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed, and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty crossing the septal wall with the delivery system was unable to be confirmed due to the unavailability of applicable imagery. In this case, per evaluation of the provided imagery it was found that the aorto-mitral angle measured 58.3 degrees. The supplemental training manual s3 valve-in-valve provided to users indicates that a favorable aorto-mitral angle should be greater than 105 degrees. Additionally, per the information provided, the balloon appeared to have a larger profile than usual. It is likely that residual fluid remaining inside the balloon from device preparation caused the balloon profile to be bigger. A bigger balloon profile together with the undersized aorto-ventricle angle factor may have contributed to the reported difficulties in crossing the septal wall. As such, available information suggests that patient factors (aorto-mitral angle) and procedural factors (improper device preparation technique) may have contributed to the reported event. The delivery system balloon separation was confirmed. Per the evaluation of the provided imagery, it was observed that the distal balloon region of the commander delivery system was caught within the esheath liner. Withdrawal of an inflation balloon that has had its profile altered (such as containing residual fluid from thv deployment) can cause additional resistance during withdrawal, resulting in withdrawal difficulties reported. Moreover, per evaluation of the provided imagery, the balloon was found separated from the rest of the commander delivery system. It is possible that during the withdrawal of the balloon after getting caught within the esheath liner, the excessive pulling force applied to retrieve the devices may have contributed to the reported balloon separation. As such, available information suggests that procedural factors (altered balloon profile, withdrawal technique, excessive device manipulation) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.